Event description:
It was reported the patient experienced a loss of therapeutic effect. All electrodes except case/0 had impedance values >2000 ohms, and the patient experienced a loss of stimulation. It was possible to obtain stimulation with case/0; all other electrodes were an open circuit. The patient's device had not been checked in 7 years. Additional information received, indicated the patient was likely to have a complete system replacement within the next six months.

Manufacturer narrative:
(B) (4).